Event description:
Per the clinic, the patient experienced no sound and no connection with the internal device post sustaining an impact to the implant site. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.